Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who with an implantable pump. On (B)(6) 2021, it was reported that the patient's pump was malfunctioning and the patient's neurosurgeon believed that the pump mot or had stalled. The patient noted that when the pump was read, it would indicate that the pump was working and administering medication. The patient was scheduled for a pump replacement on (B)(6) 2021 with a neurosurgeon who deals with pumps. According to the patient, they are evaluating treatment options as they are refusing a new pump "if it's the same model". The patient was reportedly scared that they were "at risk for death" if the pump causes the patient to overdose on the intrathecal medication. The patient noted that they are bedridden and are using home/self-care as they are in chronic pain with no pain meds about 9.5 hours per day. The original source document contains information that was unrelated to this event and was omitted.